Manufacturer narrative:
Product analysis results: visual review confirms screw breakage approximately 5 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Optical examination revealed witness marks on the crown of the screw where the rod was seated. Microscopic examination of the fracture surface identified a fairly flat fracture surface with circular material flow, consistent with torsional overload. Dimensional examination of the major diameter of the bone screw confirmed relevant bone screw dimensions are within print specification. This type of damage is consistent with torsional overload during the removal process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent screw removal surgery at l2 due to bone union had achieved. Intra-op, screw on the left side of l2 had broken during removing the screw as the bone union achieved. Fragments of the implant were remaining in the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Correction: initial reporter. If information is provided in the future, a supplemental report will be issued.